Event description:
Patient reported left side exchange with no complaints against the device. Healthcare provider reported a left side rupture and capsular contracture baker grade iii. Healthcare professional later reported via MRI "evidence of intracapsular rupture of the left breast", "prominent and enlarged lymph nodes in the left axilla. The most prominent lymph node demonstrates areas of free silicone and is decreased in size since previous breast ultrasound. Overall findings are probably benign and suggestive of reactive lymphadenopathy." The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reported events capsular contracture and lymphadenopathy are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii, ¿multiple prominent and enlarged lymph nodes are noted in the left axilla. The largest measures 2.0 x 0.9 x 2.2 cm¿, ¿bilateral reactive lymphadenopathy¿, silicone laden lymph nodes are noted in both axillae¿, "intracapsular rupture."

Manufacturer narrative:
Device evaluation: the device is a silicone device. Based on the device analysis grid, the assessments of the complaint are: ¿ capsular contracture: unable to observe as it is a medical event not related to the device. ¿ lymphadenopathy: unable to observe as it is a medical event not related to the device. ¿ silicone migration: unable to observe as it is a medical event not related to the device. ¿ rupture: no observed rupture on the device. ¿ crease/folding of implant: crease flat observed on the device. Additional observations: ¿ white particles observed on the device. Additional, changed, and/or corrected data: d9, h3, h6.

Event description:
Patient reported left side exchange with no complaints against the device. Healthcare provider reported a left side rupture and capsular contracture baker grade iii. Healthcare professional later reported via MRI "evidence of intracapsular rupture of the left breast", "prominent and enlarged lymph nodes in the left axilla. The most prominent lymph node demonstrates areas of free silicone and is decreased in size since previous breast ultrasound. Overall findings are probably benign and suggestive of reactive lymphadenopathy ".healthcare professional additionally reported left side "any creases". Device has been explanted and replaced with a non-allergan device.

Event description:
Healthcare professional, additionally reported, left side "any creases". Device has been explanted and replaced with a non-allergan device.